Event description:
It was reported that during a peripheral stenting procedure, a stent dislodge occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the iliac artery. A 7.0x30x75cm express ld stent delivery system (sds) was used during the procedure. The physician decided not to deploy the stent and during withdrawal through a 6f non-bsc introducer sheath the stent came off the balloon. The procedure was completed with a different device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not been returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).